Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 181, hi (greater than 600 mg/dl), 172, 113, and 67 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated the customer was experiencing hypoglycemic symptoms with the result of hi and 67 mg/dl when the values were obtained. Reporter indicated the customer self treated with a tablespoon of sugar after the reading of 67 mg/dl, however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.